Manufacturer narrative:
During the first implantation, the fragment was detected on xrays imaging and was intentionally left in side. After its subsequent removal of the fragment, no corrective procedure was undertaken to reposition the screw.

Event description:
Initial information: ansm (french competent authority) report from the user indicating a broken screw. Additional information on august 6th: during implantation in february, slight metal filings came loose from the distal thread of the screw. This part remained in the soft tissue surrounding the bone. Four months later, as the patient experienced pain and discomfort, x-rays were performed, showing that the fragment had migrated in the soft tissue. The surgeon decided to re-open the patient so as to remove the thread. This correction surgery was performed on (B)(6), 2025. The xrays show a deep insertion of the screw, so much that it seems to protrude at least 3mm from the bone. Nb: incident reported to ansm by the user. Ref # (B)(4). A second report has been addressed to ansm by the user: # (B)(6). It mentions the second screw used at the same time but it turned out to be irrelevant as this second screw wasn't problematic.